Event description:
Medtronic received information that during a procedure an abbott perclose device had tightened down on a vessel causing an obstruction. A new vascular procedure was necessary to restore flow to the lower leg. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).